Event description:
It was reported that during the sfa pta/stent implant procedure, significant resistance was encountered during stent deployment, resulting in placement outside of the target lesion. The stent was left in place. The target lesion was dilated with an unspecified pta balloon. No pt injuries or complications were reported. Pt status is listed as "fine".